Event description:
It was reported that the ventilator generated expiratory minute volume low alarm. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, issue was caused by dirt on the expiratory cassette¿s membrane. After cleaning of this part, the device passed all performance tests and has been returned to clinical use. It is worth to mention, it is very important that the expiratory cassette¿s membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the expiratory cassette¿s membrane it may not seal to membrane seat correctly. Our conclusion is that the cleaned part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
Manufacturer's ref.#: (B)(4).